Event description:
It was reported that; surgeon removed a 2 level plate due to revision fusion - adjacent level fusion . Upon removing the last screw, the tip of the inner shaft of the removal driver broke off into the screw. The surgeon used a regular screw driver to continue to back the screw out.

Manufacturer narrative:
Method: device not returned; results: manufacturing records could not be reviewed because no lot number or parts were provided. Conclusion: the root cause is not determined and multifactorial due to lack of availability of the instrument.

Event description:
It was reported that; surgeon removed a 2 level plate due to revision fusion - adjacent level fusion . Upon removing the last screw, the tip of the inner shaft of the removal driver broke off into the screw. The surgeon used a regular screw driver to continue to back the screw out.